Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having problems with their programmer, they couldn¿t get it to work with their device. The patient was transferred, and, on another call, they reported having a return of symptoms for a couple of months. The patient reported their therapy was getting back to where it used to be prior to implant. The patient reported trying to connect to their ins the day before and saw poor communication. The patient tried with and without the antenna and were still not able to connect. The patient noted being told that the battery would last 5-7 years, and it was reviewed that the device was likely at end-of-service, so they were redirected to their healthcare provider. The patient noted an upcoming appointment on (B)(6) 2020. The patient noted being hospitalized recently for pain in their back and abdomen starting "probably (B)(6) 2020." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported that no steps had been taken to resolve the issue at this point and that it had not yet been resolved. It was reported that the circumstance that had led to the poor communication with the ins was that the battery had gone out. The patient was going to the doctor on (B)(6) 2020. Additional information was received from a consumer. The patient repeated information from the previous letter, indicating that the 'device went out', as well as their weight.